Event description:
It was reported that the patient had been seizure free for about 4 months after his vns was implanted, but then he started having tonic seizures again. The patient's mother reported that she started seeing behaviors associated with other types of seizures that the patient had not had in the past, such as long naps. The rate of the seizures was reportedly the same as the past. The patient's device was checked, and diagnostics were within normal limits. The physician stated that the device was functioning properly, and the programming was done as normal. No further relevant information has been received to date.

Event description:
It was reported by the physician in 2019 that in her opinion the patient doesn't nap too much or sleep too much, but was actually a "hyperactive child". She stated that the patient was doing quite well. Note that information was received that the patient had continued to have their output current increased (titrated up) since when the mother had reported the increased seizures. No further relevant information has been received to date.